Manufacturer narrative:
Two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All lines in both sets were properly capped, no loose cap was observed. Functional testing including under water pressure testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice low recirculation sets had the patient line caps that were ¿too loose on the patient line¿. This was further described as, when connecting the patient ¿the line then falls out of your hand and to the floor. So the system has to be completely rebuilt.¿ this was observed during use for automated peritoneal dialysis therapy, however, the patient was not connected to the system at this point. There was no report of patient injury or medical intervention associated with this event. No additional information is available.